Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis of the bladder and urethra for laparoscopic cystectomy, the swaging of the needle was broken. The surgeon grasped the swaging of the needle and tried to pierce the needle into the tissue, the needle broke. In order to retrieve the needle, the operation converted to open surgery. The needle was retrieved. The surgical time was extended by more than 30 minutes, the procedure converted to an open procedure. Less than 200 cc of bleeding occurred. Patient is currently under observation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the sample noted one suture and one needle. The needle was observed to be broken at the swage. Upon microscopic inspection of the needle, normal needle crimp and swage marks were observed on the needle. Instrument marks were observed on the swage, the swage end of the needle, and the tip of the needle. The loop end of the suture was not received. It was observed under microscopic evaluation that the suture split under tension. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.